Event description:
It was reported that difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). The initial position of the closure device was suboptimal and required recapture for repositioning. Difficulty was encountered recapturing the closure device but was ultimately successful. A second wds and closure device were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system (wds) with the implant deployed. The sheath, hub, core wire, device tip, and implant were visually and microscopically examined. Numerous kinks were identified along the length of the sheath. The tri-cuts of the device tip were flared and abrasions were present inside the distal end of the sheath tip. Anchor damage was present on the implant. The tip and anchor damage were consistent with deployment, recapture, and redeployment in the patient anatomy. Product analysis could not confirm the reported event of device recapture difficulty as clinical circumstances could not be replicated. Photographic and video media depicting the wds post procedurally was provided and reviewed by boston scientific quality engineer. The single photograph and video depict the tri-cuts folded outward and the implant partially outside the sheath. The media could not confirm the reported event of device recapture difficulty.

Event description:
It was reported that difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). The initial position of the closure device was suboptimal and required recapture for repositioning. Difficulty was encountered recapturing the closure device but was ultimately successful. A second wds and closure device were used to complete the procedure. No patient complications were reported.